Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right indirect inguinal hernia, after incision, the hernia patch was used for repair, and the incision did not heal for a long time. They cleaned the incision and promoted healing.